Event description:
Per the clinic, the patient developed an infection at the abutment site and on was prescribed 500mg of keflex three times a day (duration not reported) commencing (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.